Event description:
Caller states that pt tested 8.0 inr twice during duplicate testing. The pt then tested 4.6 inr on a comparison lab drawn within an hour of the device comparison. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.